Manufacturer narrative:
Visual and functionality assessments could not be performed due to the complaint instrument not being returned to the company. A DHR review could not be performed due to the lot number of the complaint instrument not being available. It is unknown when and how the system counter torque sleeve was broken. Repeated attempts to collect complaint incident information and return of the complaint instrument were unsuccessful. There have not been any other complaints of similar nature for either complaint instrument in the past 12 months. The company will continue to monitor this device for complaints from the field.

Event description:
The company received notification on 7/13/2021 of a system counter torque sleeve that was requested to be replaced due to an instrument malfunction. A return authorization number was issued for return of the complaint instrument, which was not received at the company for complaint assessment. No other information regarding the surgical procedure or instrument deficiency was provided. Repeated attempts to collect complaint incident information and return of the complaint instrument were unsuccessful.

Event description:
The company received additional communication from the complainant on (B)(6) 2021 in regards to the reported instrument malfunction and surgical outcome. The complainant confirmed that the instrument malfunction did not result in any patient complications or delay in treatment. The procedure was successfully completed with the complaint instrument without incident. This follow-up report is associated with MFR 3005031160-2021-00015.